Event description:
I had a simple deep mole extraction procedure performed on my left calf. At the end of the procedure a substance called mastisol was applied to help the bandages stick. I was told to leave bandages on for 24 hours. On (B)(6) 2011, I removed the bandages to change the dressing. All around where the mastisol was applied were huge blisters that were oozing, the area looked like a chemical burn. As soon as I'd get all the bandages re-applied, they would be soaked again from all the oozing. It hurts so bad to walk on my leg, finally a week later it is still so sore, but the oozing has gotten a little better. I have been off work for a week. The pain and itching is horrible. I think this product needs to be taken off the market. No one should have to go through this type of pain.